Event description:
It was reported that " iab rupture ". Additional information states that the user received high pressure alarms and noticed there pink tinged fluid in the line. To continue therapy catheter was removed and replaced, the second catheter was inserted into the same insertion site. The patient current condition is reported as " critical."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that " iab rupture ". Additional information states that the user received high pressure alarms and noticed there pink tinged fluid in the line. To continue therapy catheter was removed and replaced, the second catheter was inserted into the same insertion site. The patient current condition is reported as " critical."